Event description:
It was reported that possible thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman fxd double curve access system (was) was inserted and the physician noted echogenicity on the was on ice imaging. Transseptal puncture was performed with versacross connect and was. Echogenicity was not seen post tsp. A partial heparin dose was given prior to tsp and the remainder was given after tsp. The activated clotting time was 323. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria with complete seal noted. There were no patient complications. The patient was discharged the same day.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that possible thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman fxd double curve access system (was) was inserted and the physician noted echogenicity on the was on ice imaging. Transseptal puncture was performed with versacross connect and was. Echogenicity was not seen post tsp. A partial heparin dose was given prior to tsp and the remainder was given after tsp. The activated clotting time was 323. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria with complete seal noted. There were no patient complications. The patient was discharged the same day.